Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a white screen. The customer tried rebooting the bsm and changing out the batteries but the issue was not resolved. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The lcd was replaced which corrected the reported issue. The inverter was also replaced. The device was tested per the operator's / service manual and the results were recorded on the maintenance check sheet. The unit was tested and operates to the manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer that the bsm (bedside monitor) has a white screen.